Event description:
Pt receiving 5-fu (chemo) via sabratek (baxter) 6060 pump. Pt reported to ER with moderate leak in bag. Fanny pack and pump wet. ER disconnected and flushed line. Bag and pump retrieved.